Event description:
Meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The patient thought that results were low (misinterpreted the mmol/l result of mg/dl) and was taking less insulin. Patient did not receive any medical attention or treatment due to this issue. During troubleshooting, it was verified that the meter was previously in the correct unit of measurement (mg/dl) and that the patient had not recently changed the units of measure in the meter settings. Based on the information provided, there is indication that the product has malfunctioned. Due to a spontaneous power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. However, there is no information experienced injury due to the product.